Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level 26.7 mmol/l. Customer was asking for programming insulin pump. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.